Manufacturer narrative:
Initial and final MDR (B)(4)- MDR device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient faced issue with 3 infusion sets adhesive on 21-may-2024, 26-may-2024 and 30-may-2024. The patient reported infusion set fell off while doing physical activity/sweating, swimming, or bathing. The infusion set was in use for 2 days. The patient replaced infusion set and resumed insulin successfully. No further information available.